Manufacturer narrative:
An extended manufacturing review has been performed for the reported complaint. Sensor extended manufacturing review: sensor lot met specifications and was approved and released 29 oct 24. Sensor kit extended manufacturing review: no abnormal conditions were observed for the reviewed units nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of death and date of event is unknown. The date entered in sections b2 and b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from the german regulatory authority (bfarm) regarding a reported death. An unknown sensor related issue was reported involving a freestyle libre 3 sensor. At this time, adc has not received a cause of death, autopsy report, or death certificate. Additionally, adc was unable to obtain further information due to the absence of reporter contact details. Based on the limited information available, a causal relationship between the freestyle libre 3 sensor and the reported death cannot be confirmed or excluded at this time.